Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hosp personnel that the pt has remained in the hosp from the first lvad implant. According to the surgical notes, a pump exchange from one lvad to another lvad was performed due to reported pump malfunction and high lactate dehydrogenase (ldh).

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.